Event description:
Report received from the USA stating the device was making "a grinding noise" and would not secure locker. The device was not being used during a procedure. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
If additional information is received, a supplemental report will be sent.